Manufacturer narrative:
Despite our good faith efforts to obtain additional information and/or product return. No response has been provided. If any pertinent information was to come available the file will be reopened.

Manufacturer narrative:
The hospital did not repair the cs300 and discarded it. A supplemental report will be sent if additional information is provided. Device not returned to manufacturer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit's maintenance request code #9 has occurred. There was no health damage.